Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that they changed the battery on the insulin pump and it was not responding. The customer's blood glucose level was 309 mg/dl. The customer reported that there was just an empty screen and there was obvious moisture in the screen. Customer reported the type of moisture exposure was the insulin pump was dropped in the pool and customer changed the battery and it will only vibrate but it wont work. Customer stated they did not hear fluid when shaking the pump. Customer stated they saw fluid under the lcd. Customer stated the insulin pump was dropped. Customer stated there were no cracks in the pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.